Manufacturer narrative:
The reported issue was confirmed. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be fittings between internal components become loose due to repeated force exposure. However, there was insufficient information to confirm this potential root cause. The arctic sun 5000 was evaluated. During the evaluation, the manifold harness was found damaged. No error codes were observed. Manifold harness needs to be replaced. Customer declined repairs. A DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. The instructions-for-use are found to be adequate. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device could not power on. Per sample evaluation results on 03jul2024, it was reported that the mixing pump assembly, circulation pump assembly, and manifold harness were damaged during device evaluation.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device could not power on. Per sample evaluation results on 03jul2024, it was reported that the mixing pump assembly, circulation pump assembly, and manifold harness were damaged during device evaluation.